Event description:
A report was received that the pt went to the hospital for an infection. The pocket was opened and it was discovered that a piece of gauze had been left inside the pocket. The gauze was removed, pocket was closed and the pt was treated with oral antibiotics. The pt was reportedly doing well.